Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was between 300 and 500 mg/dl, which was treated for with the insulin pump. Blood glucose level at the time of the call was 118 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.